Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign: event occurred in japan. E1: telephone: (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during kit inspection, the ratchet handle does not move up and down and device does not advance forward. There was no patient involvement. Diligence is complete.